Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the tip cover was not properly attached to the device, making it easy for the tip cover to come off the device. The detection method is described in chapter 4, section 4.1 of the operation manual. Preventive measures are described in chapter 3, section 3.5 of the operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. The report is linked to the following patient identifier: (B)(6).

Event description:
It was reported, the duodenovideoscope experienced the distal cover falling off into the patient at the end of the procedure. It was retrieved by the patient coughing it up. It was discarded by the facility. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no reported delay. There was no patient harm or consequence reported as a result of this event.